Manufacturer narrative:
Evaluation summary: it was caused due to a fluid damage in the cmos module. In addition, we confrimed that the light guide cable crushed; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable and there is not simillar model in us. This report is being filed as part of the pentax backlog management plan.

Event description:
There are dots in the image. This event occurred at the time of before use. There was no report of patient harm.